Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-08321 and 2134265-2017-08399. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, error 7022 occurred and the image froze. The same issue happened even after turning 100v ilab ultrasound imaging system switch off/on. It was noticed that acquisition processor power supply light was off, thus, power button of acquisition processor was turned on to restart. However, the error was not resolved. After which, 100v ilab ultrasound imaging system was shutdown and removal/insertion of power plug was done, however, the issue still occurred. The physician was unable to perform pullback. No patient complications were reported.